Event description:
The customer received blood glucose readings of 159, 47 and 20mg/dl on the contour next. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. New strips and meter were sent. Customer was advised to return her strips for evaluation.